Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to pre-existing patient anatomy (posterior prolapse leaflet). The reported recurrent mr was a cascading effect of the reported slda. Additionally, the reported patient effects of mitral regurgitation is a known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and prolapsed posterior leaflet. A mitraclip ntw was implanted, reducing mr to a grade of 1. On (B)(6) 2025, an echocardiogram was performed and revealed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. The patient was reported to fine and stable. On (B)(6) 2025, a second mitraclip procedure was performed. One clip was implanted laterally to slda clip, and another clip was implanted medially to the slda clip, reducing mr to a grade of 1.5. The patient was reported to be stable and fine.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.